Event description:
It was reported that the device would fail to power on intermittently with battery. There was no report of pt involvement with the incident.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided.